Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a low insulin alert after loading a filled cartridge. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support. Reportedly, the customer loaded a new cartridge successfully.